Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient reported the pump was non-functional and was empty. It was reported the pump had ¿malfunctioned¿ so there had been no medication in the pump for a year. The MRI technician had no further details. It was reviewed scanning parameters should still be adhered to and technical guidelines for MRI were the same even with a ¿non-functional¿ pump. The event date was asked and unknown. Patient symptoms were not reported. The patient did not have a managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient had stopped seeing the hcp in (B)(6) of 2017 except for a (B)(6) 2017 refill. There was no follow¿up after that. It was further noted that the patient no-showed at the (B)(6) 2017 appointment and did not reschedule. No further information was provided.